Manufacturer narrative:
H6: investigation summary: six photos and three samples were received by our quality team for evaluation. From the photos, the team observed foreign matter on the plunger and barrel damage. The team is unable to determine the leakage functional failure. From the samples received, one foreign matter sample without packaging was received, one leakage past stopper sample with an open package was received, and one barrel damage sample without packaging was received. The foreign matter sample was sent for fourier transform infrared spectroscopy (ftir) analysis to determine the foreign matter type and observed to be a translucent gel-like sticky substance, with some black particles in some areas of the foreign matter. The results show that the spectrum of the foreign mater (gel-like sticky) was likely to be silicone-based material. The clear liquid-like silicone used in the syringe manufacturing process was collected and send for ftir analysis. The results showed that the spectrum matches reasonably with silicone compound. The sample received for leakage past stopper issue was subjected to the leak test and passed all testing. The sample received for barrel damage issue and observed with damage at the flange area. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. For the foreign matter, the ftir result shows that the spectrum of the foreign matter (gel-like sticky) was likely to be silicone-based material and the spectrum matches reasonably with silicone compound which was only liquid material spray in syringe for easy withdrawal of the plunger. The foreign matter could have occurred during the stopper assembly process at the 3ml machine. The team observed that there was accumulated silicone, lubricate, and dust which is trapped at the stopper infeed dial station. This accumulated foreign matter could have transferred from the stopper infeed dial station. This could have been transferred from the stopper infeed dial guide skirt to the lower tooling followed by the plunger stopper assembly dial pocket. This has eventually caused the foreign matter to stick on the plunger body. This groove will trap and accumulate silicone, lubricate, and dust overtime and transfer to stopper during the assembly processes. For the leakage, as the sample passed the leak test, the root cause could not be determined. For the barrel damage, the syringe barrel damage could have occurred at the assembly machine. The probable root cause of the cracked barrel could be due to the air jet at the auto reject station being out of position, which resulted in poor part throw out. At the syringe assembly process, there is a rotary main assembly dial. During the transfer of the syringe product to the exerciser dial, the syringe may tilt and hit against the dial side guide and cause the part to be trapped / jammed. When there is a product trapped / jammed at the side guide, leading to the subsequent syringe to rub against the jammed product and will cause damage on the barrel body. However, if the air jet located at the auto reject station which used to blow off the part from the dial pocket is out of position, it will lead to part poor throw out and flow to subsequent process. An air jet bracket was fabricated and installed at the auto reject station to secure the air jet in position. The assembly monthly preventive maintenance checklist will be revised and checking and cleaning the stopper infeed dial station will be added. Communication with the production technicians to raise awareness of the reported defects will also occur. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that syringe 3ml ls experienced a case of leakage past the stopper, and device damage while still considered operable. The following information was provided by the initial reporter: the customer uses this product for covid vaccination. Leakage past stopper: the liquid leaked from between the barrel and stopper. Cracked barrel: a crack was found on the lower area of the barrel.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that syringe 3ml ls experienced a case of leakage past the stopper, and device damage while still considered operable. The following information was provided by the initial reporter: the customer uses this product for covid vaccination. Leakage past stopper: the liquid leaked from between the barrel and stopper. Cracked barrel: a crack was found on the lower area of the barrel.